Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp reported that antibiotics were administered post implant per physician protocol to minimize the risk of infection. The hcp noted that the cause of the vaginal itching may have been due to a specific antibiotic, augmentin, which caused diarrhea which then may have caused the itching. The hcp also noted that another cause of the vaginal itching may have been due to the patient developing a yeast infection. The patient was instructed to stop antibiotics at that time and continue probiotics. The hcp noted that the symptoms resolved with no further treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that patient was experiencing vaginal itching which she also believed was from antibiotics. It was noticed patient took antibiotics prescribed by the healthcare provider (hcp). It was unknown if the issue was resolved at time of the report. Patient status was noted as alive, no injury.